Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. A visual inspection was performed, an it was noted that the cause of the external fluid leak was due to the disconnection of the straight silicon connector and the pd pressure transducer. The reported condition was verified. The cause of the condition could not be determined. To solve the issue, the qualified technician secured the silicone connector to the transducer. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the connector of the pd pressure transducer of a phoenix monitor during hemodialysis therapy. Therapy was discontinued when the leak was noted, and the patient was transferred to a different machine to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.